Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture and feel a lot of burning". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a3a, a5, a6, b5, d1, d4, d6a, g4, h4, h6.

Event description:
Patient reported "rupture and feel a lot of burning" and later reported "have been experiencing a burning sensation for over a year, but now the situation has worsened because it's not just a burning sensation, but his right hand is also swollen for no apparent reason." And "swelling and pain started in chest, armpit, and hand". This record is for the right side. The device remains implanted.